Event description:
It was reported that the implantable cardiac defibrillator (ICD) had no telemetry, was not pacing and had no tone with magnet presentation. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device went to no output, no telemetry condition due to the high current drain condition which caused the battery to become completely depleted. The cause high current drain can be attributed to the current leakage in the battery filter capacitors.